Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, 236 shocks were delivered. From customer point of view some were appropriate and some due to suspected lead disfunction. Customer wants to understand if battery depletion was normal. The device was replaced on 6 december 2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, 236 shocks were delivered. From customer point of view some were appropriate and some due to suspected lead disfunction. Customer wants to understand if battery depletion was normal and if warranty applies. The device was replaced on (B)(6) 2022.